Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon evaluation the monitor displayed a service code 102 (charge profile fault). The pad of connector j1003aa was lifted, resulting in intermittent charging of the defibrillator pca. The root cause for the damage could not be positively identified. The defibrillator pca showed signs of mechanical impact. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.